Manufacturer narrative:
Evaluation codes, corrected data: the initial report inadvertently did not report that the device was discarded in the conclusion.

Event description:
The implant was received confirming the generator replacement surgery on (B)(6) 2012. The reason for replacement was marked as "near end of service = unknown."

Event description:
Clinic notes were received for the patient's generator replacement surgery. The notes dated (B)(6) 2012 indicated that the patient was now experiencing brief blackouts lasting a few seconds. These are subjective and not witnessed by anybody else. She had not had any clear complex partial seizures for about 13 months, but she was still having weekly auras with about 3 per week auras. The patient's device was not interrogated on this office visit, but the previous vns settings were provided. Attempts for additional information from the patient's treating physician have been unsuccessful to date. The patient was referred for generator replacement surgery which occurred on (B)(6) 2012. Attempts for product return have been unsuccessful, as the company representative reported the implanting facility because the device was nearing end of service so the device was discarded, per hospital policy.